Manufacturer narrative:
D9 - date returned to mfg: 9/12/2025. Inaccurate electronic serial number (sn) and as pair validates the sn against the mapper would not configure until we updated the electronic serial number (esn).

Event description:
The event involved a plum duo infusion system where the customer stated that during implementation, the pump would not configure due to a wrong serial number. There was no reported patient involvement or harm.